Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. She went to bed with a low blood glucose level of 20 mg/dl. When she tested her blood glucose level later, it was 304 mg/dl. The dual square bolus of 9.9 units of insulin could have caused her low blood glucose level. Her blood glucose level at the time of admission was 181 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.